Event description:
Related manufacturer reference number: 2017865-2018-12855. During an implant procedure, there was low out of range impedance noted on the right ventricular (rv) lead. The rv lead was not implanted but, replaced to resolve the event. The patient condition was stable.

Manufacturer narrative:
The reported event of low lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Hi-pot conductor shorting due to procedural damage was found. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.